Event description:
It was reported that the right ventricular (rv) lead exhibited increased sensing integrity counter (sic). The patient was examined in office with isometrics, and no noise was present during the tests. The lead remains in use. No patient complications have been reported as a result of this event.